Event description:
It was reported that the radiopaque marker band on a vena cava filter removal system was allegedly halfway up the sheath. Reportedly, the tech identified the marker band out of position when the device was removed from the box. However, the physician noticed that the marker band was out of position after patient insertion. Reportedly, the tech handed the sheath to the physician and the physician did not inspect the sheath prior to patient insertion. The access site was the right jugular; the site was pre-dilated to a 12f. After the site was dilated, the device was advanced directly into the jugular. The physician conducted the retrieval successfully without any complications or injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only compliant reported to date for this mfg lot number. The device has been returned and the evaluation is currently underway.